Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg would not communicate following an unrelated scs surgery. The patient¿s ipg was not set into surgery mode. As a result surgical intervention may be undertaken to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's ipg was explanted and replaced.